Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - needle stick/puncture.

Event description:
Dexcom was made aware on 02/02/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with burning, inflammation, infection underneath sensor pod area only which occurred 2 days after the sensor had been inserted in the arm. The area was prepared with alcohol before placing the sensor on the body. The patient reported to the medical center yesterday when he felt his right arm burning and noticed swelling at the insertion site as well. The wearable was removed by the doctor and observed soft tissue infection. The patient was prescribed to take oral antibiotic cephalexin (500mg) 4 tablets a day for 7 days and was discharge around 6pm. The patient was in good condition at the time of report. No additional event or patient information is available.